Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that the issue was fixed over the phone with the customer. The customer found that there was a loose pneumatic luer fitting after the fse asked him to check the unit. The fse followed up the following day and the customer let the unit pump overnight. The iabp was returned to clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure error. It is unknown when the event occurred. No patient involvement or adverse event was reported.